Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior tibial artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 5 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device. The patient was in good condition post procedure.